Manufacturer narrative:
Concomitant medical products: 5568 lead; 5024m lead, implanted: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had high threshold measurements. The lead is still in use. No patient complications have been reported as a result of this event.